Event description:
Info received indicates intermittent functions working on the right siderail due to an open wire on the cable assembly and signs of fluid ingress on the siderail pc board.

Manufacturer narrative:
The technician replaced the cable assembly and pc board to repair the bed.